Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. Externalized conductors due to internal insulation abrasion were noted at 6.7-9.1cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location.

Event description:
This report is to advise of an event observed during analysis.